Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-00865 and 3006705815-2023-00866. It was reported that the patient's ipg became inoperable and both of the leads had migrated. Surgical intervention was undertaken in which the ipg was explanted and replaced, one lead was explanted and replaced, and the other lead was repositioned to address the issue.